Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The mother stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test twice. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor. Missing end cap sticker noted.